Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing an unraveled arterial guide wire inserted through the needle supplied in the reported kit. The guide wire appears to be unraveled from the distal tip. The arterial catheter and needle have obvious signs of use in the form of biological material. A probable cause of the guide wire unraveling cannot be determined from the photos and without the sample to evaluate. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with this kit states the following: "precaution: if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The report that the arterial guide wire unraveled was confirmed through examination of the customer supplied photos. The images showed the guide wire unraveled; however, the actual complaint sample was not returned for evaluation. The device history records for the guide wire were reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the guide wire damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The inserting clinician reported the wire unraveled after deployment. It was successfully removed without incident. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The inserting clinician reported the wire unraveled after deployment. It was successfully removed without incident. The patient's condition is reported as fine.